Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, stroke and brainstem swelling are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
During angioplasty to treat a basilar artery occlusion, after the first balloon inflation, a vessel dissection occurred at the dilation area. A stent (subject device) was placed to treat the dissection. The complication was resolved and the procedure was completed. Three days post procedure, in-stent occlusion was confirmed. The thrombus was removed using a non-stryker retrieval device with following angioplasty. Cilostazol 200mg/day was given to the patient and the patient recovered. However, seven days and then eleven days post procedure in-stent occlusion occurred again. Mechanical thrombectomy and angioplasty were performed. Prasugrel 20mg/day and prasugrel 3.75mg were administered. The patient recovered after treatment. However, twenty seven days post procedure; in-stent occlusion occurred again and caused a cerebral infarction at the treated area and brainstem swelling. The patient did not recover; however, the patient's current condition is reported to be stable.

Event description:
During angioplasty to treat a basilar artery occlusion, after the first balloon inflation, a vessel dissection occurred at the dilation area. A stent (subject device) was placed to treat the dissection. The complication was resolved and the procedure was completed. Three days post procedure, in-stent occlusion was confirmed. The thrombus was removed using a non-stryker retrieval device with following angioplasty. Cilostazol 200mg/day was given to the patient and the patient recovered. However, seven days and then eleven days post procedure in-stent occlusion occurred again. Mechanical thrombectomy and angioplasty were performed. Prasugrel 20mg/day and prasugrel 3.75mg were administered. The patient recovered after treatment. However, twenty seven days post procedure; in-stent occlusion occurred again and caused a cerebral infarction at the treated area and brainstem swelling. The patient did not recover; however, the patient's current condition is reported to be stable.

Manufacturer narrative:
The subject device remains implanted.